Event description:
At 12 month follow up I have observed excessive bone growth in the lumbar region of the spinal canal on multiple alif patients. It appears the bone growth is 1-2mm into the central canal. In my opinion, this is due to hyperactive bone growth caused by infuse bmp. The infuse bmp is placed in the graft window of the alif cage in the indicated manor. Dose or amount: small infuse. Event abated after use stopped or dose reduced? No.